Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The therapy ¿was not doing what it should be doing for the patient.¿ it was not controlling her symptoms and she was not emptying her bladder. The patient was having to catheterize more often and had cathed for the last two days ¿400-500 cc of fluid.¿ the patient also had acute pain in the hip, especially when the weather changed. The patient mentioned that she had arthritis in the neck and hip. The patient tried increasing stimulation the day prior to the report and was going to try to increase it again. The patient had an appointment scheduled to see her health care provider (hcp) in (B)(6) 2013. No outcome was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.